Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of perforation (vessel trauma), as listed in the whisper guide wire instructions for use, is a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design and labeling.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was not provided. A follow-up will be submitted with all relevant information. The 3.5 x 12 mm graftmaster (part 12745-12, lot 604650) and the 3.0 x 12 mm graftmaster (part 12744-12, lot unk), indicated are each being filed under separate MFR#'s.

Event description:
It was reported that two guide wires were being used in the lesion, a whisper and a bmw, and that during use of the guide wires, the whisper guide wire caused a perforation. The 3.5 x 12 mm grafmaster was selected for treatment of the perforation; however, it would not cross through the vessel to the lesion. A 3.0 x 12 mm graftmaster was selected for use; however, this also would not cross through the vessel for treatment of the perforation and during removal of the device from the patient, the stent implant dislodged from the balloon. A smaller dilatation balloon was inflated inside the dislodged stent and the stent was able to be removed from the patient. The patient at this time was sent for surgery to treat the perforation. The patient is reported to be recovering from surgery. No additional info was provided.